Manufacturer narrative:
(B)(4). The assignable cause for the reported issue of initial drain started but patient was not connected was determined to be use error. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A nurse contacted baxter's technical service center requesting assistance with getting back to press go to start on the home choice, since patient was not connected when the initial drain started. The technical service representative (tsr) assisted the home patient (hp) to cycle power. The tsr helped the nurse end therapy and instructed the nurse to start over with new supplies due to the supplies on the machine were compromised. There was no patient injury or medical intervention reported.